Event description:
It was reported that prior to a laparoscopic appendectomy procedure, it was noticed prior to the patient being in the room, that when the sterile package was opened it was noticed that the tip was broken. Another like device was used to continue with the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2023. D4: batch # a9c94n. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the top and lower shroud bent. No packaging was returned for analysis. One possible cause for the damage found may be due to excessive force being applied to the device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.